Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 493 mg/dl. Current customer blood glucose level was 568 mg/dl. The customer experienced no symptoms at the time of the event. The customer treated the high blood glucose with a manual injection of insulin and the insulin pump. Troubleshooting was provided but not completed due to customer declining it. The caller stated that the auto mode feature was in use. The insulin pump will not return for analysis.